Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 3. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The supply bags were empty, and there was only solution in the heater bag. The technical service representative (tsr) explained the alarm and helped the hp clear clear it by turning the hc off and on. The hc then alarmed system error 2367, and the hp cycled the power again. The hc then went back to ?press go to start?. The hp would finish with manual supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.